Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced but confirmed through a review of the device event history log. During a physical inspection of the device, cracks were found in the upstream sensor tail pins, which were determined to be the cause of the false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message approximately every six minutes during therapy of the drug vancomycin (programmed amount and delivery rate unknown) in the outpatient therapy care area. It was also reported that the nurse swapped out devices and there was no patient injury.